Event description:
The rptr's office has an adac pegasysx nuclear camera with which they do thallium scans. The collimator, which weighs 28 pounds is held on by a single screw. This screw came loose. The alarm that was supposed to respond to a loose screw did not function, and the collimator fell off. Fortunately, the technologist was able to "catch" the collimator before it fell. But in the process of catching it, it twisted and broke the crystal. Had it fallen on a pt, it could have caused significant injury.